Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) 'some time in the middle of (B)(6) 2025'. The patient's blood glucose levels reached above 600 mg/dl while wearing the pod for an unspecified amount of time. Symptoms reported include having low magnesium and potassium levels, dehydration, stomach pain, tiredness, headache, cold sweats, and not being able to ingest water, or anything as the patient would immediately vomit. The patient was treated with an insulin pump, unspecified intravenous fluids, doflam and other pain medications as well as the patient's daily medications. The pod was removed at the hospital and discarded. The patient was discharged 3 or 4 days as the patient cannot remember the exact dates.